Event description:
The customer reported an ongoing issue with making exposure but not showing an image. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera, power supply, and the video controller board were replaced during the service call. The system was tested, found to be working as intended, and put back into service.